Event description:
According to the reporter: pt returned to the hospital on (B)(6) 2011 with neurological deficits and an MRI revealed a collection causing compression. Re-operation was performed and revealed that the product had swelled combined with and a disc fragment, which was causing the l4-l5 nerve root compression. One day post-operatively, patient symptoms have improved. On (B)(6) 2011, the pt was re-admitted to the hospital after a fall. An MRI revealed spinal cord compression at l4-l5 and a 2nd re-operation was performed on (B)(6) 2011 for a spinal cord decompression. During the procedure, there was a yellow fluid noted to be present along with some scar tissue which was removed. Several valsalva measures were performed, however, no cerebrospinal fluid was observed. Fluid cultures are still pending. Further info will be provided once it becomes available.

Manufacturer narrative:
(B)(4).